Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log revealed the date setting to be misaligned. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective main board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an error either with the hardware or software. No adverse patient effects were reported by the customer.